Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured during the procedure. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified by angiography, with confirmation that the vessel type was arterial. The vessel diameter was confirmed to be =5 mm, with little tortuosity and severe presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved using manual compression, which lasted less than 30 minutes. The mynx vcd was prepped according to the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. Balloon pressure was lost upon inflation at the 1st stop. There was no visible damage to the distal end of the sheath after removal. A non-sterile mynxgrip vascular closure device (6f/7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a 6f cordis avanti catheter sheath introducer (csi) was returned inserted on the device. The sealant was not returned for this evaluation, and the advancer tube was observed to be exposed. No additional anomalies were observed during this analysis. Per functional analysis, the inflation/deflation test was executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. The deployment test could not be performed since the sealant was not returned for this evaluation, and the advancer tube was observed to be exposed. The reported event of ¿balloon-balloon loss of pressure¿ was not observed through analysis of the returned device since the balloon passed functional analysis during the inflation/deflation test. The exact cause of the reported incident could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no issue maintaining the inflation of the balloon during functional analysis. However, prepping/handling factors of the device are possible. Although not intended as a mitigation, the mynxgrip instructions for use (IFU) states during preparation, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ it should be noted that the device has a pressure relief valve that activates when the inflation pressure applied to the balloon exceeds 40 psis. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured during the procedure. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified by angiography, with confirmation that the vessel type was arterial. The vessel diameter was confirmed to be =5 mm, with little tortuosity and severe presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved using manual compression, which lasted less than 30 minutes. The mynx vcd was prepped according to IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. Balloon pressure was lost upon inflation at the 1st stop. There was no visible damage to the distal end of the sheath after removal. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.